Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an atrial and ventricular autocapture test an error message displayed. The test was attempted in different rooms with different programmers and both rf and inductive wand without success. Device firmware was successfully downloaded during a subsequent visit and autocapture test was successfully performed. There were no consequences for the patient.